Event description:
It was reported that the radiofrequency programmer head did not work. It was further indicated that the programmer head was no longer needed. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the radiofrequency programmer head did not work. It was further indicated that the programmer head was no longer needed. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the head did not work, it was not able to interrogate and it failed incoming tests. The printed circuit board was replaced as was the cable and the head then passed all console and systems tests. (B)(4).